Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm after receiving a low reservoir alarm. Customer's blood glucose was 568 mg/dl and was treated with manual injection. Customer did not report a motor position encoder error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal. Insulin pump passed displacement test. After troubleshooting, customer was advised that motor error alarm was caused by a connection issue. Customer reported of smelling insulin around reservoir compartment. Customer was advised if insulin could be seen at bottom of reservoir compartment. Customer was advised to monitor insulin pump.